Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: clip delivery system (10249815/10, 10248675/15, 10249835/01), lift, support plate, stabilizer. The customer reported the mitraclip steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system (cds 10249835/01) referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. The issue of the clip arm and gripper arms caught on the tip of the steerable guiding catheter (sgc) may be caused by, but are not limited to, manufacturing anomalies, user technique or procedural conditions (excessive tension on the device during the procedure). A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch, additional information reported: the sgc had been removed and replaced as the physician was concerned that there may have been damage. The damage to the steerable guide catheter (sgc) soft tip was described as torn and was visible after removal of the of the sgc. No additional information was provided.

Event description:
It was reported that the first mitraclip procedure was performed on (B)(6) 2013 to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips (10249815/10, 10248675/15) were deployed successfully, and the mr grade was reduced to 1. On (B)(6) 2013, the patient presented with increased mr, with a grade of 3-4 due to progression of disease and further cardiac dilation of the left ventricle (lv). The clips were confirmed to be attached to both leaflets. An additional mitraclip intervention was required. The clip delivery system (cds 10249835/01) was planned to be used for treatment. The cds was confirmed to be aligned correctly and advanced down to the mitral valve without issue; however, when the m knob was turned, the clip moved lateral instead of medial. This occurred in the left atrium (la). The cds was removed for replacement. While retracting the cds, the tip of the sgc became caught with the clip arms and gripper arms, and the soft tip became damaged. A new cds and sgc were used, and the mr grade was reduced to 2. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided. This is being reported because sgc soft tip damage has the potential to cause serious injury.